Event description:
It was reported that the ilet screen sustained physical damage when tubing caught on a car door, resulting in a cracked and unresponsive display that rendered the device unusable. Symptoms included no injury. Outcomes included interruption of insulin delivery and the need to revert to an alternative insulin therapy. Investigation included remote troubleshooting, visual confirmation via user-provided photo, verification of device identification, and logistics for device return and replacement. Investigation of this case revealed an external physical impact causing screen damage and loss of usability of the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage due to external mechanical stress.